Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dosage, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis(pd). During a call to baxter customer service a nurse reported that on an unspecified date the patient "possibly" experienced a break in aseptic technique because the patient's vision was not very good. The consumer reported that on (B)(6) 2010, the patient experienced peritonitis and was hospitalized on the same day. The treatment during the hospitalization was not reported. The patient recovered from the peritonitis on an unreported date. Outcome for the break in aseptic technique was not reported. On (B)(6) 2010 the patient was discharged from the hospital. On an unspecified date, dianeal therapy was withdrawn. At the time of this report, the action taken with dianeal was unknown. The nurse stated the peritonitis was unrelated to the dianeal therapy and was due to a "possible" break in aseptic technique. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10g14038) and no issues were found related to the reported condition during the manufacture of those lots. The root cause is determined to be use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.